Event description:
Patients home health nurse reported have an issue with IV introcan safety while administering patient infusion, home health nurse reported it malfunctioned causing for them to have to take it apart to continue infusion. No missed dose or adverse events reported. Unknown if available for return. No further information provided.